Manufacturer narrative:
Additional codes: serious injury codes added. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a foreign health care provider (for, hcp) via a distributor (dist) regarding a patient with an implantable pump. It was reported that the doctor's programmer could not connect to the pump. The issue was resolved at the time of the report. Additional information received from a foreign health care provider (for, hcp) via a distributor (dist) indicated that the doctor's programmer was the samsung tablet. The reported staff did not provide the software version. It was unknown what the cause was and if the issue was resolved. It was stated that at present, the doctor's programmable controller could not connect to the pump, so there was no log. Additional information was received from a foreign health care provider (for, hcp) via a distributor. It was reported that the pump was removed in (B)(6) 2025. The pump was explanted due to the doctor's programmer not being able to connect to the pump. The cause of the programmer not being able to connect to the pump was not provided. When asked if the issue was resolved, it was reported that it was replaced with a new pump.